Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer had returned the incorrect meter. Note: manufacturer contacted customer in a follow-up call on 18-apr-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. Customer had initially spoken with coordinator and reported that he had obtained results of 199, 69 and 170 mg/dl; customer stated he then had tested using another device and had obtained results of 154 and 144 mg/dl. Fasting/non-fasting status of the results was not disclosed. Customer was contacted by technician. The customer is concerned with test results from back to back test results of 41 and 213 mg/dl. The customer¿s expected pm fasting blood glucose test result is 120-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 08/29/2023 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (date not set; only three results provided): result 1: 213 mg/dl; date: (B)(6) 2022 ; time: 7:57 pm fasting. Result 2: 89 mg/dl ; date: (B)(6) 2022 ; time: 7:40 pm fasting. Result 3: 41 mg/dl ; date: (B)(6) 2022 ; time: 7:50 pm fasting.

Manufacturer narrative:
Sections with additional information as of 29-june-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and test strips were not returned for evaluation - customer had returned the incorrect meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.